Manufacturer narrative:
Other applicable components are : product ID: 3389s-40, lot# va1pr6c, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1pr6c, (B)(6), (B)(4). Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. Patient reported that the wire was sticking out of their chest on the right side, it was unknown if the device actually ruptured the skin. It was stated that the system was explanted, further stating that the ins and the lead on the right side had to be removed. Patient wanted to know if there was a problem with just having a device on one side, and it was reviewed for the patient that it was ok to just have the device on one side. No further patient complications were reported/ anticipated as a result of this event.